Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they went to the dentist and they were told their teeth might fall off within 2 years without any guarantee.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.